Event description:
It was reported that the patient had a lead revision because there was a fractured lead. On (B)(6) 2012 it was reported that the lead revision was for the left hemisphere and the fracture was discovered back in (B)(6) during the patient's battery replacement. During the lead revision, the health care provider (hcp) felt the integrity of the extension was in question as well and needed to re-tunnel. The patient was turned back on after surgery. Additional information received on (B)(6) 2012 reported that the left lead and extension were replaced. The hcp felt that the previous hcp did not tack down or secure the connection between the lead and extension.

Manufacturer narrative:
Product ID, 7482a40 lot# nhu203015v, product type extension product ID, 3389s-40 lot# v247063, implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).